Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s battery site was red and irritated. They stated that the surgery for implant was a possible factor that may have led to the issue. The patient was implanted on (B)(6) 2018 and (B)(6) 2018. The patient¿s wife was asking the rep if the battery site could possibly be infected. The rep instructed the patient¿s wife to call the surgeon¿s office for an appointment on monday morning. The rep stated they had not received an update on the patient at this time. Follow up was conducted. Additional information was received from the rep on (B)(6) 2018. The patient was treated with antibiotics. They have not received any further updates. No further complications were reported/are anticipated.